Event description:
"Bearings fell out" is noted on customer repair paperwork. No injuries or delays in surgery were reported. No add'l info regarding when or how the bearings came out was obtainable on f/u with customer.